Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. Customer tried to put in two new batteries and each time it did not work. Customer's blood glucose was 126 m/dl. Customer also reported that the battery cap was beat up from battery. The troubleshooting resolved the issue. Advised the customer that battery cap would be replaced and call back if further assistance is needed. No further information provided.